Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a fall and landed on the implant site of this device. The patient received an inappropriate shock on two separate occasions due to noise and oversensing. Noise was observed in all three channels which could be recreated with arm movements. A review of the device data did not identify any indications of any device issues and impedance measurements were stable. X-ray did not identify an electrode fracture and the electrode to device connection appeared good. A boston scientific technical services consultant recommended further troubleshooting and programming options for this patient. The device was programmed off due to the reported clinical observations. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.